Event description:
Adverse event(s): "patient impact is unknown" (no known impact or consequence to patient). Product problem(s): "footswitch not working" (device inoperable). A customer reported that prior to surgery, it was noted that the footswitch would not work. No additional information was given. Additional information was requested but none has been received to date.

Manufacturer narrative:
The facility called in to technical services and ordered a foot pedal. The original foot pedal has been received and in-house evaluation is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).